Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted on (B)(6) 2022, due to renal failure and respiratory failure. The patient was in a sedated state, with endotracheal intubation and mechanical ventilation support. The following day, a double-lumen palindrome chronic catheter was successfully placed in the right femoral vein, with smooth insertion, good blood return from both lumens, and the catheter advanced to 24 cm with 0 cm external exposure, properly secured. The catheter was flushed with heparin saline as a backup. At 16:30, bedside continuous veno-venous hemofiltration (cvvh) was initiated as per medical orders. At 22:30, bleeding was observed from the blue lumen of the catheter, presenting as a drip-like leakage. There was a leak. Tego was not utilized. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. No other products are being utilized with the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.